Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable issue of suture break. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. It was also noted that the trip wire was rolled on the handle assembly indicating that the device was used. Additionally, it was noticed that the trip wire was not secured, and the slack was not taken up correctly. The suture thread was attached to the distal trip wire loop and cut. The ligator head returned with all the bands attached and some of them were moved out from their original positions. Further inspection under magnification shows that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event of suture break could not be confirmed. The cut in the suture was likely done by the customer to remove the device from the endoscope as the device showed evidence of being used in the procedure. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly, nor did the handle have evidence that the trip wire was previously secured. Additionally, the slack on the trip wire was not taken up properly. Failure to follow these steps can cause the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands and damage to the ligator head teeth due to additional tension on the device. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: a2 (age at time of event), a3 (sex), a4 (weigh, unit of measure - weight).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used in the esophagus during a variceal ligation procedure performed on (B)(6) 2021. During preparation, the ligature kit was opened and it was noticed that the "threads of the bands" were broken. There were no complications reported as a result of this event. Additional information received on july 06, 2021: it was reported that the suture was broken and the procedure was completed with another speedband superview super 7 device.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used in the esophagus during a variceal ligation procedure performed on (B)(6) 2021. During preparation, the ligature kit was opened and it was noticed that the "threads of the bands" were broken. There were no complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable issue of suture break. Block h6: evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5, block d7a, block h8.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used in the esophagus during a variceal ligation procedure performed on (B)(6), 2021. During preparation, the ligature kit was opened and it was noticed that the "threads of the bands" were broken. There were no complications reported as a result of this event. The device was not return. ***additional information received on july 06, 2021*** it was reported that the suture was broken and the procedure was completed with another speedband superview super 7 device.